Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) of a clinical study regarding a patient with an implantable neurostimulator (ins). It was reported that the patient was examined in the clinic on (B)(6) 2017, and it was found that 1 centimeter area of the spinal wound was not healed. Etiology indicated the event was not related to the device or therapy but was related to the implant procedure at the lumbar site. On (B)(6) 2017 the patient was examined in the clinic and the would was still not healed. The decision to refashion/re-do/re-style/re-arrange the wound was made and was performed on (B)(6) 2017. There was no evidence of infection. On (B)(6) 2017 the patient was examined, and the wound had healed. The device was turned on. The outcome was reported as resolved without sequelae. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.